Event description:
Swelling in left knee [joint swelling]. Pain in left knee [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report rec'd on 10/01/08 and 10/06/08 from a physician regarding a male pt of unknown age, who had a relevant medical history of osteoarthritis. The pt rec'd his first injection of synvisc (lot # r0802, exp: 03/2011) in the left knee on the previous month. On the next day, the pt played golf and then experienced pain and swelling in the treated knee that same day. On three days later, he returned to the treating physician for eval, and 50-60 cc's of fluid were drained from his left knee. The aspirated fluid was a milky white color and tested positive for a "scan amount" of staph. Epi. (Staphylococcus epidermidis) on the following day. On that day, the physician also performed a lavage and flushed out the affected knee. As of the date of receipt of this report, the pt was doing better but still had some residual pain, so the overall pt outcome was not yet recovered. The qa investigation results were rec'd on 10/07/08. The production and quality control documentation for lot # r0802, with expiration date (03/2011) were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Follow-up info was rec'd from the treating physician on 10/15/08. The pt's date of birth was provided at the time of his synvisc treatment. His relevant medical history was updated to include: moderate grade of osteoarthritis (x-ray grade: 3) in left knee for a duration of 15 years, prior effusion, joint narrowing, osteophytes, previous treatment with nsaid's and no prior use of steroids or vasculosupplementation for osteoarthritis. The pt rec'd his first synvisc injection in the left knee on the month prior to original month, before which no effusion was collected. The physician confirmed that the pt experienced the events "pain in left knee", "swelling in left knee" and "left knee effusion", but did not provide onset dates, outcomes or causality for these events. On four days later, 60 ml of exudate was collected and analyzed. The results of the analysis included: wbc (white blood cell): 82250, rbc (red blood cell): 1750, and wbc gram stain: 4+. Treatment was required for the symptoms via an arthroscopy, which the pt underwent on the next day. The physician indicated that the pt did not experience the event "staphylococcus epidermidis infection". Concomitant medications reporting during the pt's synvisc treatment included "pain medications". Additional info was rec'd on 10/21/08 from the treating physician's office. The pt's knee was aspirated on the month of receiving treatment, and the pt was admitted to the hospital on this date. Fluid analysis of the aspirated fluid tested negative for organisms. On the next day, the pt underwent an arthroscopic lavage of the knee with partial resection. On two days later, the patient's follow-up appointment with the treating physician was cancelled, due to his hospitalization. The pt was discharged from the hospital on the following day. No further info was provided.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# r0802, with expiration date (03/2011) were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.